Manufacturer narrative:
There were no picture samples showing the reported defect of needle retraction failure received. A device history record review was completed for provided material number 38182314 and potential lot number 5244221. The analysis found records of activation failure, which may be related to the reported incident. Based on the investigation conducted, a likely cause for the retraction failure would be a failure in the uv glue application, resulting in the adhesive being applied on the button component and the spring instead of on the component hub. Another possible cause identified would be improper spring forming, resulting in a ¿burst¿ spring, in which the last coil is poorly positioned, preventing the proper downward movement of the hub. Corrective actions related to this defect are currently being addressed with containment actions including increased sampling and machine maintenance implemented until permanent actions are taken.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. The nursing staff found that insyte22 failed to retract and the catheter (blue part) stuck to the protective cover, making it impossible to use. No harm to the patient